Event description:
A manufacturer's implant card was received indicating that a vns pt had undergone revision surgery due to a lead discontinuity. Good faith attempts for additional info have been unsuccessful to date.